Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign matter was stuck in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign matter is stuck in the nozzle. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.